Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. There was a baseline pericardial effusion around the right atrium. After the transseptal, it was noted to be bigger. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. A single deployment without recapture/reposition of the device was performed. The post procedure pericardial effusion was noted to be increasing around the right atrium only. The patient remained hemodynamically stable throughout the procedure. Protamine was given and the patient was monitored. The patient is expected to make a full recovery.